Event description:
It was reported that the procedure was to treat a moderately calcified left superficial femoral artery (sfa). The balloon of a 6.0x100mm armada 18 balloon dilatation catheter (bdc) was inflated; however, ruptured during the first inflation at an unknown pressure. Another unspecified balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.